Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim: "hey team, I was rounding in ICU this week and they stated they are noticing drainage issues with the primary sets (ref# (B)(4)). They state when they are spiking bags the drip chamber is sucking in and fluid does not appear to be infusing properly. They are needing to open the vent cap, even when it is a normal bag they are spiking, in order to get the fluid to prime and infuse properly. Are you all hearing this issue anywhere else? Currently I have only received generalized feedback, so no specific lot #¿s to report out, but I will keep checking to see if they are able to provide more specifics. Just wanted to bring the potential issue to you all¿s awareness."